Event description:
Patient was revised to address tibial loosening. The loosening interface and manufacturer of the cement used at the time of original implantation is unknown. Update recvd: (B)(6) 2014. Clinical forwarded information stating that depuy cement was used at the (B)(6) 2014 revision. Part and lot information was also provided. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the new information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).